Event description:
It was reported that a distractor on a mandible doesn't seem to be distracting at the same rate. Parents of the patient say that they distracted it and it feels like it distracted but that it's regressed back. During a follow up visit on (B)(6) 2015, it was noted that the distractor was working fine. At some point later, the surgeon thinks that there is potentially a functional issue with distractor. The exact functional issue is unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Implant date: unknown. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.